Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The pre-charge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a case, the system displayed a generator error message and required a re-boot. No pt injury was reported.